Event description:
It was reported that a patient underwent endometrial thermal ablation procedure in 2004. The following year, a second endometrial thermal ablation procedure was performed. Two years later, the patient experienced abdominal pain and cramping and was diagnosed with hematometra. The surgeon attempted to dilate the patient, but was unsuccessful. An abdominal hysterectomy was planned for the week in 2007.

Manufacturer narrative:
Date sent to the FDA: 06/12/2007. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form wil be submitted accordingly.